Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code when recently interrogated. This patient had been lost to follow up and had not been seen by his physician in some time. At this most recent visit, the physician ordered tachy therapy turned off and that is when the fault code was found. The fault was for timing out on charge times. As a result the device should be replaced as soon as possible to ensure appropriate therapy delivery. To date, the device remains implanted and there have been no adverse patient effects reported.